Event description:
The ortho summit sample handling system instrument did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument was investigated. The field service engineer (fse) inspected the instrument. Fse found x-arm parallelism out of alignment. Fse adjusted x-arm. The instrument was tested without further problem and is operating as expected.